Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: fluid leak.

Event description:
Patient's representative reported, fibroadenomas, cysts and a phylloid tumor. The device was explanted and replaced with an allergan device. This relates to an unspecified side.